Event description:
The lesion was located at the mid lad. The lesion was de novo with no bifurcation. The lesion had been predilated. The cypher select plus stent was delivered to the lesion, but the balloon failed to inflate despite several attempts by the physician.

Manufacturer narrative:
This device (B)(4) is distributed outside the u.s; however, it is similar to the u.s product cxs 33275. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.